Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the physician attempted to implant the lead, high capture threshold was noted. During the process of repositioning the lead, the helix could not be fully rotated. Another lead was successfully implanted. Patient was stable.